Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation that was bleeding underneath the therapy electrodes. The patient's physician recommended an ointment to be used on the affected area. The irritation improved after using the prescribed ointment.